Event description:
It was reported that this right atrial (ra) lead had a lead conductor fracture and insulation anomaly resulting in abnormal impedance and high pacing thresholds. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).